Manufacturer narrative:
(B)(4) sternalock blu plates and (B)(4) screws were returned without the original packaging. The lot numbers of the screws are unable to be determined, therefore, device history records were unable to be reviewed. There was no complaint of the screws, they were returned only to assist in the investigation. The screws were visually evaluated and they were all found to be intact with no signs of failure or fractures. The locking threads have been slightly deformed showing signs of use and engagement with the plate. The user noted that the screws showed good fixation and had no complaint regarding them. The plates were visually evaluated and both were found to be fractured. Both plates fracture is through one of the screw holes near the center of the plate and are perpendicular to the length of the plate. One of the plates has been cut down two screw holes likely to fit the patient¿s anatomy. This cut did not have any impact on the function of the plate and did not cause the fracture. The thickness and width inspected on both plates using a caliper. The dimensions were found to be within tolerance for both plates. The plates were used to fixate the patients 9th rib, but it is not known if the fixation was anterior or posterior. According to the instructions for use (IFU) this product is indicated for ¿use in the stabilization and fixation of fractures of the anterior chest wall.¿ the IFU also states ¿if there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established.¿ the sales representative also mentioned that the patient¿s weight was ¿extremely heavy set.¿ there are no indications of manufacturing defects. Based on the data available through the review and investigation of this file, the most likely cause of the fracture is excessive force applied to the plates after implantation. No result code was entered as there is no complaint for the screws and no issues identified during the evaluation. File three of four for the same event, reference 1032347-2015-00192 (and supplemental report 1032347-2015-00192-1), 1032347-2015-00414 and 1032347-2015-00416.

Event description:
The original complaint reported was the rib plate on the 9th rib broke. The screws are still secure and both halves of the plate are attached to the bone. The rib did not heal, however no revision is scheduled at this time. The two ribs above healed with no issues. The facility returned the implants to the manufacturer. It was confirmed a revision surgery was performed on (B)(6) 2015 with no prior notification to the sales associate or zimmer biomet.